Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that the device was displaying a speaker malfunction with confirmed no sound. The device was in use. There was no report of patient or user harm.

Manufacturer narrative:
The customer was provided a quote for a replacement device and the quote has expired with no response. Based on the information available the reported problem was not confirmed. It is considered that the customer declined service, as they did not respond to the quote and the quote expired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter institution phone number: (B)(6). Reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction with the device. The device was in use at time of event, there was no adverse event reported.